Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to user-applied excessive mechanical forces used when anchoring the implant to the inserter.

Event description:
Additional information was received on 6/10/2024: on 6/10/2024, FDA medwatch notification (B)(4) was received via email. A facility representative reported that an ar-1788j-cp internalbrace implant system anchor broke in half prior to placing it into the inserter. No further information was provided.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2024, it was reported by a sales representative via email that a swivelock anchor from an ar-1788j-cp internalbrace implant system broke in half. All the broken fragments were retrieved. This was discovered during a total ankle with internalbrace augmentation procedure on (B)(6) 2024. The case was completed using another ar-1788j-cp internalbrace implant system.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.